Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was resistance noted when inserting the guidewire. The size of concomitantly used gw was 0.014¿. The entire system was flushed with a 75% saline-contrast mixture. After the guidewire was inserted, the entire system was flushed, and saline-contrast mixture was confirmed. In the case of this complaint, it is possible the device was not used immediately after flushing with 75% saline-contrast mixture, which would have allowed the saline-contrast mixture to start to solidify and therefore contribute to the difficulty inserting the guidewire throughout the procedure. Subsequently, if force was then used to try and insert the guidewire further, the catheter tip may have become broken/fractured. The anatomy of the patient was reported to be of average tortuosity, which may have been a contributing factors also. However, as the device was not returned this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event balloon catheter difficulty loading wire and balloon catheter tip broken/fractured during use.

Event description:
It was reported that during the intracranial percutaneous transluminal angioplasty (pta) medical procedure, resistance was encountered when advancing a guidewire in the subject catheter. The subject catheter was flushed again and became usable. Resistance was encountered when advancing the subject catheter through the guide catheter, when it was removed from the patient, it was noted that the tip of the catheter was fractured. The physician removed the subject catheter and the broken/fractured tip. The subject catheter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the intracranial percutaneous transluminal angioplasty (pta) medical procedure, resistance was encountered when advancing a guidewire in the subject catheter. The subject catheter was flushed again and became usable. Resistance was encountered when advancing the subject catheter through the guide catheter, when it was removed from the patient, it was noted that the tip of the catheter was fractured. The physician removed the subject catheter and the broken/fractured tip. The subject catheter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.